Manufacturer narrative:
Philips service replaced the ups interface board and pdu control module, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system sporadically shut down during boot-up on an azurion 5 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.